Event description:
The complainant reported a patient (age and race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support during a percutaneous coronary intervention (pci). After the pci procedure with impella rp support and during the removal of the 23fr sheath, the impella rp fell back into the patient's right ventricle. After about an hour of trying to put the impella back into place the physician elected to remove the impella rp. The patient was sent to ICU for observation and recovery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. No product was returned. The positioning issue was a pulled-out type issue with the impella rp falling back into right ventricle during removal of the 23 french sheath. The cause of the positioning issue was most likely use related per clinical review. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 2199 and 3099 were reported incorrectly on the previously submitted report. New codes has been added to health effect - impact codes and medical device problem codes. Code 3233 was added to investigation findings as it was inadvertently left off the previously submitted report.